Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion, prime, compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm when trying to rewind the pump. Customer's blood glucose level was 250mg/dl. The drive support cap was normal. Insulin pump will be returned for analysis.